Manufacturer narrative:
A return of the device has been initiated. Once the device is received an investigation will be conducted and a follow up will be submitted if required. The patient declined to provide any additional information.

Event description:
It was reported that the patient's unit stopped outputting oxygen and was flashing red and yellow lights as an error message. As a result, the patient had passed out and was rushed to the emergency room and was hospitalized for seven days. The patient was sent a replacement unit and they are doing well now. The patient declined to provide additional information regarding the event.